Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a burn under the back left electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s general practitioner prescribed another monitoring system and patient is ending use of the lifevest for the skin irritation. Patient is to notify the cardiologist of the changes. The outcome of the irritation is unknown as follow up attempts were unsuccessful.